Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported on mw5187747 and mw5187746 that the patient experienced increased pain and nerve tingling that was not resolved with programming. As a result, surgical intervention was undertaken where the system was removed in 2018.